Event description:
Breast implant illness. Undiagnosed health problems. Panic attacks. Vertigo. Chest pain. Burning feeling in lower extremities. Headaches. Joint pain. Anxiety. Extreme fatigue. Tingling in feet. Heart palpitations. Tremors. Reference report: #mw5118737.